Event description:
Thermachoice iii used for endometrial ablation. Instilled up to 85 ml of d5w to obtain pressure. Unit turned on, physician noted fluid escaping around vagina. At end of procedure, deflation of balloon return was 10 ml. No blistering or burns noted from physician. Upon re-evaluating balloon after the procedure obvious leak noted.